Manufacturer narrative:
(B)(4). The device is currently shipping from france to bbm in germany for investigation. A f/u report will be provided after the inspection results are available. We have informed our MFR accordingly. Reviewed the device history record and there were no such defects encountered during in process inspection and final control inspection. (B)(4).

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)); when the patient came back to the hosp after two days, the drug was not finished.